Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was giving the patient inaccurate low readings as compared to her feelings/normal results. The complaint was classified based on the (B)(4) follow up call on (B)(6) 2012. The (B)(4) was advised by the patient that she tests at least ten times a day and that her normal readings are between "80-130mg/dl". The patient manages her diabetes with the insulin pump. At an unspecified date and time in the beginning of (B)(6) 2012, the patient claimed that she developed symptoms of "sweatiness, incoherence and feelings of crashing", symptoms that she "normally associates with low blood glucose". The patient then tested with the subject meter and obtained the alleged high readings "between 80-130mg/dl". The patient denied making any changes to her usual diabetes management routine in response to the reported issue. Immediately after the alleged issue occurred, the patient claimed that ems was called in who administered her with glucose tablet/gel. The (B)(4) was also informed that the patient was tested on the ems meter (unknown device), but could not recall the reading obtained. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient did not have any control solution available. Replacement products were sent to the patient. Although the patient was already was already symptomatic prior to the start of the alleged issue, this complaint is being reported because the patient received medical treatment for an acute complication of diabetes after the reported issue began.